Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during an aortic arch angiography, and the procedure was aborted, and the patient was transferred to another hospital. The philips remote service engineer (rse) inspected the system remotely and confirmed that the device disk space was low. No service has been performed by philips since the service quote was not accepted by the customer. On further investigation, it was found that the customer replaced 2 hdd (hard disk drive) through third party service provider. After that, the system was returned to use in good working order.

Event description:
It was reported to philips that the system has low disk space, which would prevent imaging. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.